Event description:
Incorrect cgm (continuous glucose monitor) readings requiring replacement of device. Manufacturer confirmed need for replacement but refused to provide replacement. Incorrect blood glucose values sent to insulin pump resulting in dangerously inaccurate delivery of incorrect dosages of insulin.